Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified renal artery. A 5.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. During second inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed the shaft of the catheter had a burst at 25cm from the tip and just 2cm from the monorail port. Multiple kinks were found along the shaft of the catheter starting at 6cm leading all the way to the burst on the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified renal artery. A 5.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. During second inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.